Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced a burn on the eye. The surgery was completed using other handpiece. Patient´s condition is improving. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿this is an (B)(6) female who was scheduled for surgery in the right eye (od). The customer reported a corneal burn during the case. The handpiece was switched with another one to complete the case. The patient is improving. Additional, related information was requested but not obtained. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ the system and the phaco handpiece were both examined. Both were determined to have met specifications. However, the phaco handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on august 15, 2016. The associated system was manufactured on january 12, 2012. Based on qa assessment, the product and the system met specifications at the time of release. The phaco handpiece (hp) was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The handpiece was connected to a calibrated system and tuned. The handpiece passed tune. The handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The handpiece generated both phaco and torsional power during test. The flow rate tests were performed on the handpiece. The handpiece passed both irrigation and aspiration flow rate tests. The handpiece was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements to manufacturing specification. Both u/s and torsional strokes were measured within specifications. No additional test was performed. A review of the data indicates there were 114 procedures performed with this hp. The last recorded data displayed no recent tuning issues. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).